Event description:
It was reported that pt is experiencing pain at her ipg site. The pt is pending a conclusion with her physician for possible ipg pocket revision.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.